Manufacturer narrative:
Batch reviews performed on 17 august 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The infection is confirmed as pseudomonas. The surgeon revised all medacta components and implanted new medacta product with antibiotic beads. The surgery was completed successfully. X-rays and explants are not available.